Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 79mg/dl at the time of incident. The product will be returned.